Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced head trauma, resulting in a mastoid infection at the implant site. On (B)(6) 2015, the recipient was treated with a course of antibiotics (type unknown). The recipient's infection has been resolved; however, the recipient reportedly experiences pain at the implant site with and without use of the cochlear device. The recipient refuses to wear the device. Device revision surgery will be scheduled.